Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported by the patient's legal guardian that the patient had high blood glucose (bg) after losing the omnipod 5 controller and was going back to using the dash pod treatment on (B)(6) 2026. However, due to a lack of dash pods on hand, the patient utilized insulin injections. The patient's bg rose to 22 mmol/l (396 mg/dl) with ketones at 3.2 mmol/l. With use of the insulin injections, the levels decreased to a bg of 10 mmol/l (180 mg/dl) and ketones of 0.1 mmol/l. On the next day, (B)(6), 2026, although the patient's bg and ketones were stable, the patient was vomiting so they were taken to whiston hospital as a precaution. It was reported that the patient went to the hospital with an active pod. There was no report of the patient's treatment or discharge date. Additional information is being solicited, a supplemental report will be submitted if received.